Event description:
It was reported that during implant of the first right atrium (ra) lead the helix was not extending and/or retracting appropriately, after attempting to place the lead in several different locations, and extending/retracting the helix several times. A second ra lead was attempted but due to post maze procedure, was unable to get adequate placement. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the first full 5076 lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. (B)(4) the second full 5076 lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the lead appeared to have been damaged at implant and the lead was stretched.